Event description:
It was reported that the connector was broken while tightening the interconnection during rod placement stage. A spare implant was used to complete the surgery. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via visual inspection of the returned device. The connector clip was found fractured. The material analysis was performed on the similar device with the same failure mode a fracture surface was found to have fractured in ductile overload. The elemental composition of the device met what was specified on the drawing. Conclusion: a root cause of the event is excessive tightening torque applied and/or previous damage to the clip during insertion.

Event description:
It was reported that the connector was broken while tightening the interconnection during rod placement stage. A spare implant was used to complete the surgery. There are no reports of adverse consequences to the patient.